Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system. It was reported that during testing the navigation system was inaccurate. A recalibration was done on the system and a full system checkout was performed and all tests passed on the system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure during a system checkout when the manufacturer representative (rep) tested a 3d spin with a blue demo it was revealed that the imaging systems calibration was off, and navigation was inaccurate. Imaging calibration was performed, and the issue resolved, and the system is accurate. No patient was present at the time of the event.